Event description:
Report rec'd from co rep stating that pt was found unresponsive the day after pump implantation. The pt's pump had been filled the previous evening by a home infusion co with 25 mg/ml of morphine at a rate of 3 mg/day, priming bolus of 9.2 mg. The pt was given a quarter amp of narcan initially followed by a second dose. The pt's pump was stopped when the symptoms continued despite administration of narcan. The co rep suspected that a pocket fill had occurred when the pt's pump was initially filled and programmed, since the pt is rather obese and the pump was implanted fairly deeply. The pt has since recovered and has restarted infusion therapy at a lower dose of 2 mg/day.